Event description:
Customer reports a shard of glass pierced the control tube and cut her finger while crushing the directcheck control. Customer reports she was using the protective sleeve provided. The protective sleeve is provided for use when control vials are activated. No report of serious injury, or medical treatment administered.

Manufacturer narrative:
This MDR submitted (B)(4) 2010. References itc complaint # (B)(4). Method: device history record, ncmr, CAPA, and complaint history evaluated. No product returned. Results: record evaluation completed. Product met all release criteria. Conclusions: complaint verified. Device failure may have contributed to alleged event.